Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers had failed to stay closed, water spilled in the main station and the power supply was blowing a burnt smell. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that water had entered the machine. A field service engineer (fse) inspected the unit and found that water had spilled into the main station drawers, which likely triggered a thermal event and caused power issues. The fse discovered water inside and beneath the tray in matrix drawer 1, as well as under all row boards in row a of half-height cubie drawers 2 to 4. The solenoid in drawer 3-1 had overheated, and the power supply emitted a burnt smell, although no smoke or sparks were observed. The fse manually removed the medications and shut down the station until a resolution was confirmed. The power cord was removed, and the station was labeled as out of service pending repair or replacement. The fse confirmed that the customer would work with their insurance and sales team to replace the entire device.